Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The error was related to the internal battery. The internal battery needs replaced to address the reported issue. However, no repairs will be performed as the device is being scrapped.